Event description:
It was reported that the handpiece began leaking oil during qc processing. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a sample was acquired for testing. Based on the initial investigation details, the loctite was secure. A follow-up report will be submitted after the quality investigation has been completed.